Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: piezo alarm - the piezo alarm was functionally tested and the alarm did not pass the breath delivery (bd) audio alarm test on an extended self test (est). Conclusion: the reported event for event for the piezo alarm failing est was duplicated. The analysis determined the alarm was faulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) evaluated the ventilator and replaced the piezo alarm. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) audio test on an extended self test (est) and generated a background diagnostic code. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.